Event description:
It was reported that increased capture threshold, increased pacing and defibrillation impedance, oversensing noise, and r wave amplitude variation was observed on the device and right ventricular (rv) lead. Abbott technical support was contacted and suggested that the cause of the event was due to inadequate insertion of the rv lead in the header of the device. During revision, inadequate insertion of the rv lead in the device header was confirmed. The rv lead was re-inserted into the device header to successfully resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-15705.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.